Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. Customer was assisted with troubleshooting for stuck button alarm. Customer's blood glucose was unknown at the time of the incident. Customer stated that they did not press the button down for three minutes or longer. The customer also stated that the insulin pump was not exposed to a change in altitude. The customer refused to discontinue use of the insulin pump until they receive a replacement. The insulin pump will be returned for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit was received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Unit was received with severely scratched lcd window, cracked keypad at select button, scratched keypad overlay, cracked case(battery tube), cracked case, cracked battery tube threads, cracked reservoir tube lip and cracked retainer.